Manufacturer narrative:
The rse evaluated the device remotely and determined that device generated an error report. However, no further information is available as the customer has declined any additional service. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
The rse evaluated the device remotely and determined that the device generated an error report. However, the device has not been made available to philips, so visual and functional testing could not be performed. The device remains at the customer site. No further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that there was a report error.